Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump produced an alarm indicating that the cassette was not attached properly. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: device evaluation: cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with scratched lcd lens. Event history log review was performed and found no evidence of reported problem. Visual inspection and downstream occlusion sensor testing were performed. The customer reported problem was confirmed. According to the investigation, the pump dso sensor was non-responsive and will be replaced. Investigator replace the pump dso sensor. The problem source of the reported problem is unknown.

Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Other, other text: additional information: a1, b5 and h6 (patient code).